Manufacturer narrative:
UDI and manufacture date not available for this instrument at time of filing. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced in the system.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The event occurred intraoperatively while verifying instruments and caused a 20 minute delay to the surgery. It was reported that the site was able to verify their registration probe and register the patient with no difficulty. After registration, they were then unable to verify any other instruments. They tried verifying all the instruments in their tray with no success. The system was rebooted twice, the emitter was moved, the instrument trackers were changed, the port connections were also changed with no resolution. All the instruments showed under 2mm distance to divot. The surgery was completed with the navigation device and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.